Event description:
Healthcare professional reported 'problems with the allergan prosthesis' and later confirmed capsular contracture grade IV diagnosed via MRI. Device remains implanted. Record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported 'problems with the allergan prosthesis' and later confirmed capsular contracture grade IV, 'free fluid', and rupture diagnosed via MRI. Record relates to the left side. Device remains implanted.